Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter melted while on the patient. The following information was provided by the initial reporter: bd IV catheter system dual port - the catheter melted while on the patient, they have seen this happen before.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed two nexiva devices with the needles removed. One device appeared to be relatively new with no defects or damage visible. However, the second unit showed signs of use and appeared defective. A blue cap was attached to one of the q-syte connectors. It also appeared to have blood residue inside of the catheter and extension tubing. Finally, a section of the extension tubing appeared to be damaged. The catheter appeared to be kinked/bent at the nose of the catheter adapter and the extension tubing appeared to have ballooned as a possible result of this damage. Therefore, based off the provided photo the engineer was able to verify the reported issue of kinked catheter. It was determined that the catheter kink likely caused the tubing to balloon but it could have also been caused by over pressurization. Unfortunately, without a physical sample available for testing the engineer could not determine if this was the case or what caused the catheter to kink.

Event description:
It was reported that the bd nexiva¿ closed IV catheter melted while on the patient. The following information was provided by the initial reporter: bd IV catheter system dual port - the catheter melted while on the patient, they have seen this happen before.